Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed no issues. There were no signs of damage or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube was performed and there were no signs of kinks or damage to the hypotube. An examination of the shaft polymer extrusion revealed no issues. There were no signs of damage to the inner or outer shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The tip was visually and microscopically examined and no issues were noted. Foreign matter (fm) noted on hypotube. A tactile inspection of the fm was consistent with a plastic material. It could be moved freely in a proximal and distal direction on the hypotube section. The fm could also move distally towards the midshaft/hypotube bond and port weld section, however it felt slightly tighter to move due to the extrusion layer on device. There was no damage to the midshaft/hypotube bond, port weld or proximal weld sections of the device. No trace of fm around the bond sites noted. All welds were visually normal. Foreign matter was returned separate to the device and was sent for characterization using fourier transform infra-red spectroscopy (ftir). A library search of the fm was performed and it produced a match of over 99% with the heatshrink reference sample. No other issues were identified during the product analysis. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that foreign matter was present on the shaft. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal circumflex artery. When a 2.25 x 24 synergy ii drug-eluting stent was advanced, it was noted that there was a foreign matter on the shaft which could not be removed. The product was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that foreign matter was present on the shaft. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal circumflex artery. When a 2.25 x 24 synergy ii drug-eluting stent was advanced, it was noted that there was a foreign matter on the shaft which could not be removed. The product was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.